Event description:
Complainant alleged that while attempting to treat a male patient (age unk) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that this caused a delay in obtaining initial rhythm analysis and shock of approximately one minute or longer. Complainant indicated that the clinician obtained another device and set of electrode pads to continue treating the patient and successfully shocked the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.